Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient presented in clinic with syncope and an unspecified pacemaker malfunction. The pacemaker was explanted and replaced due to elective replacement indication in a procedure on (B)(6) 2021. Post-procedure the patient was stable.